Event description:
A consumer reported following intraocular lens (iol) implant surgery in 2006 she has had "extremely blurry vision and is unable to see". Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 05/14/2012 and 05/21/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).